Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a #9 securfit max with a 48 +0 unitrax head and sleeve and had a periprosthetic fracture. We took the securfit max stem out, reduced the fracture, placed cables around the femur, put in a #8 omnifit eon and used the same head and sleeve that we removed. Update: fracture was at proximal femur. Surgeon reported the explanted sleeve and head had no visible wear and were re-implanted in the patient.